Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty control panel. It was reported that they were getting a disc failure message on the display of an arctic sun device then a message stating to press crtl alt delete. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a disc failure message on the display of an arctic sun device then a message stating to press crtl alt delete. They did that, and now the screen was blank. Advised nurse to send device to biomed and use another means of therapy. Per follow up information received via task on 25feb2025, it was reported that the arctic sun device continued to show error messages delay rate failed. Failed control panel. Parts and price provided. Biomed stated that the device initially showed a control, alt, delete when it was on the floor but after coming down to biomed that message was not reproduced and instead it showed an alert stating that the device had defaulted back to default settings. After cycling power several times that message did not return. Per additional information received from ttm on 26feb2025, biomed received a device from the floor for a bad control panel. When they turned the device on, it had a message that said, set up error, settings lost, settings would revert back to factory settings. They turned it off and back on and has not seen this message again. Per follow up information received via task on 02apr2025, per further troubleshooting with technical support with biomed, they had the biomed make changes to the therapy settings and save them as defaults, they cycled power several times and the changes were saved every time, they were going to let the nurses know that the default settings are in place at the moment in order for them to adjust them to their needs then would run a functional check and return it to the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a disc failure message on the display of an arctic sun device then a message stating to press crtl alt delete. They did that, and now the screen was blank. Advised nurse to send device to biomed and use another means of therapy.